Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The reported complaint of a broken tip was confirmed. The evaluation found the grasping section bent and the teflon jaw completely detached.

Event description:
It was reported that the tip of the device broke during an unspecified procedure. There was no pt injury reported. No additional info was provided.